Event description:
During testing of the osvii connector with antechamber, the customer indicated that the opening pressure was different at various times during testing and that this occurred in the phase 1 of the shunt diagram. The product was in contact with the pt, but there was no pt injury or death alleged. The surgery time was increased, but no indication for the time was provided. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.